Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and depleting quickly. Customer declined follow up and troubleshooting with tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.